Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead pulled back and dislodged and was noted with loss of capture. The rv lead was capped and replaced. It was also reported that the right atrial (ra) lead insulation was nicked in the process of revising the rv lead, which resulted in low impedance. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.